Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a screw inserter broke off during screw installation within surgery. The tip was removed from the wound and an alternative inserter was used to complete the procedure. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
The returned inserter was evaluated. The tip was to have fractured off and remained in the tip of the returned mating screw. The cause cannot be definitively determined but contributing factors may include wear/mechanical fatigue of the tip, hard bone quality of the patient, and/or attempting to angulate the inserter during screw insertion.